Event description:
The customer called to report repeated motor error alarms during the rewind. The customer stated that the insulin pump was exposed to an MRI scan. The displacement test could not be conducted due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder.